Event description:
The event was reported by the patient. Reportedly, the device was explanted after 34 months due to "stenosis and panus" and replaced by mechanical heart valve. The initial report states that the valve was implanted in a foreign country and explanted in another country. However, the explanted event cannot be corroborated. No further information was given regarding the event or the patient condition.

Manufacturer narrative:
Device not returned.